Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case mw5057814) in united states on 23-nov-2015 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. Consumer reported essure coil migrated into abdominal cavity causing pain, nausea, vomiting. Device had to be surgically removed on (B)(6) 2015. No additional information was provided. Follow up information received on 09-dec-2015 from consumer: she was (B)(6) when essure was inserted. In 2004 she had essure inserted and it was removed in 2015. Removal went well, there were no problems. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure coil migrated into abdominal cavity. Then, the device had to be surgically removed. This event, seen as device dislocation is serious due to medical importance and listed in the reference safety information for essure. During essure use there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Although in this case, the exact date and mechanism of this dislocation are unknown, given the event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Additionally non-serious events were informed. Further information and technical assessment have been requested.

Manufacturer narrative:
Legal claim was received on 18-nov-2016: on (B)(6) 2004, essure was inserted for permanent contraception. Sometime after implant of the essure device plaintiff began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain abnormal menstrual cycle excessive bleeding severe pelvic pain back pain abdominal pain, pain during intercourse headaches allergic reaction mood swings migration of the device unwanted pregnancy and fatigue. She reported to her health care provider that she was experiencing abnormal bleeding and cramping during menstruation, it was discovered that one of the devices had migrated. On or about (B)(6) 2015, the plaintiff saw her physician and underwent a laparoscopic removal of the coils, partial omentectomy and bilateral salpingectomy. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) is under litigation. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure coil migrated into abdominal cavity. Eleven years later, she underwent a laparoscopic removal of the coils, partial omentectomy and bilateral salpingectomy. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure use there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Although in this case, the exact date and mechanism of this dislocation are unknown, given the event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Additionally non-serious events were informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information received on 07-mar-2016: follow-up attempts were done with no response to date. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure coil migrated into abdominal cavity. Then, the device had to be surgically removed. This event, seen as device dislocation is serious due to medical importance and listed in the reference safety information for essure. During essure use there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Although in this case, the exact date and mechanism of this dislocation are unknown, given the event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Additionally non-serious events were informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Ptc investigation result was received on 06-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure coil migrated into abdominal cavity. Then, the device had to be surgically removed. This event, seen as device dislocation is serious due to medical importance and listed in the reference safety information for essure. During essure use there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Although in this case, the exact date and mechanism of this dislocation are unknown, given the event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Additionally non-serious events were informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.